Event description:
Explant of a non-functioning vp shunt. Patient was referred in by his ophthalmologist after she noted papilledema on his exam which would be concerning for hydrocephalus. Patient has a history of shunted hydrocephalus. Neurosurgery was consulted and recommended a shunt series and imaging of his brain. Shunt series was concerning for some possible discontinuity of the shunt. Neurosurgery evaluated the patient in the ed and recommended admission to their service. MRI brain shunt protocol was also obtained which revealed increased size of the ventricular system with papilledema, increased cerebrospinal fluid (csf) surrounding the optic nerves, and the shunt catheter concerning for shunt malfunction. Patient was admitted in stable condition to the neurosurgery service. Vp shunt catheter disconnected distal to valve with no proximal flow. Both proximal and distal portions of vp shunt exchanged with new codman valve set at 100.